Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler screen was blank during dwell 1 of 4. Patient (pt) pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made any sound when pressed. The fresenius technical support representative advised the patient a replacement cycler would be issued, and to discontinue using their current unit. Upon follow up, it was confirmed the patient was able to complete treatment on the reported day. No patient serious injuries were experienced. Patient did not suffer any adverse events and no medical intervention was required. Patient received replacement cycler. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a shorted transformer on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. The touchscreen test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler screen was blank during dwell 1 of 4. Patient (pt) pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made any sound when pressed. The fresenius technical support representative advised the patient a replacement cycler would be issued, and to discontinue using their current unit. Upon follow up, it was confirmed the patient was able to complete treatment on the reported day. No patient serious injuries were experienced. Patient did not suffer any adverse events and no medical intervention was required. Patient received replacement cycler. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.